Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips that the monitor failed. The field service engineer (fse) evaluated the device. The fse found no faults with the device. Diagnostic performed by engineer : I was not able to see any issue with this device. Device passed all checks resolution : I ran op check, device passed. Device was returned back to service. The field service engineer evaluated the device. The fse found no faults with the device. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the monitor failed. There was no patient involvement.